Manufacturer narrative:
The device was returned to zoll medical (B)(4) reported malfunction of defib fault 78 was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The reported malfunction of defib fault 79 was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The high voltage module and 3 system interconnect flex cables were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.